Event description:
Information received from the (B)(4) database. Treatment of a large unruptured saccular sidewall aneurysm measuring 22.1mm x 4mm located in the paraclinoid segment of the right ica (internal carotid artery). It was reported that the patient presented with neurological symptoms of blurry vision, change in pupil dilation, diplopia, eye pain, abnormal eye movements, photophobia, and cranial nerve palsy (oculomotor). The mrs (modified rankin scale) was grade 2 (slight disability, able to look after own affairs without assistance, but unable to carry out all previous activities). The patient was treated with platelet inhibition drugs prior to the procedure and given heparin intra-operatively. The patient underwent ped (pipeline embolization device) treatment on (B)(6) 2013 involving two pipelines utilizing the multiple layers method. The first ped (3.75mm x 16mm) was deployed across the aneurysmal segment without issues; however, the capture coil became stuck as it was being retracted into the marksman catheter. The capture coil, pushwire, and catheter were removed from the patient as a whole. The second ped (3.75mm x 14mm) was deployed across the remaining aneurysmal segment without issues. The entire neck of the aneurysm was covered by the peds. No side branches originating from the aneurysm were covered. Post procedure angiography demonstrated a slight delay in transit of contrast into the aneurysm after the first ped and a more significant delay after the second ped. On (B)(6) 2013, the patient presented with complaints of a progressive moderate headache with pain rated 8 out of 10. The patient was treated with steroids, indocin, and percocet. A CT (computed tomography) scan was done. The casualties of the symptoms remained unknown. The headache has improved over time and was still present on (B)(6) 2013 no patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2013-00895.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).